Manufacturer narrative:
Block b3: exact date unknown, event occurred since (B)(6) 2023.

Event description:
It was reported that the patients ipg was not holding a charge and was completely dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.